Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: hi, this is the same lot¿s reported to bd. I was instructed to make the report to medwatch first by my supervisor then I felt it should be reported directly to bd also. There was another report of a needle not retracting with lot #5017998 here. This lot was reported already to bd as a concern, but this is an additional occurrence report in our facility. There was no injury with use, it occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.